Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2017, the patient underwent surgery of basocellular naevomatosis (scalp recurrence). The procedure was idrt application and derm graft. On (B)(6) 2017, there was inflammation of graft site and bleb aspect. Action implemented; local dermocorticoid.

Manufacturer narrative:
It is difficult to pinpoint the exact root cause of the inflammation. No product lot number is provided so a DHR review could not be conducted. All product is released based on passing of all in process and finished goods criteria. This includes ensuring that sterile product gets to the customer.